Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and a cracked case near the display window corners were noted during visual inspection. (B)(4).

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. The customer 's blood glucose was 437 mg/dl. Leading up to the emergency room visit, the customer was reportedly having battery issues with the insulin pump and it was believed the pump was malfunctioning. No further was reported.